Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was tube push off nonpatient end needle. The following information was provided by the initial reporter and translated to english. The customer stated: "during use of the fbn, it was found that the tube was pushed off."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for tube push off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was tube push off nonpatient end needle. The following information was provided by the initial reporter and translated to english. The customer stated: "during use of the fbn, it was found that the tube was pushed off."